Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer bumped against a table and the pump touch screen became shattered. Reportedly, pieces of the glass were falling off of the pump touch screen that did not allow the customer to interact with the pump. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.